Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The device evaluation was completed on (B)(6) 2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown; however, the physician¿s opinion on the cause of this adverse event was the procedure. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ¿ asc ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. A pericardial effusion was noticed at the end of procedure. They reported that after the protamine was given to the patient at the end of the case, the patient had a "soft blood pressure" with a map in the 40s. The pericardial effusion was confirmed with transthoracic echocardiogram (tte). They reported that the medical intervention was a pericardiocentesis and about 400 ccs of fluid were removed. The patient was reported to be in stable condition. They believed that a perforation had occurred due to the transseptal needle. Additional information was received. Physician¿s opinion on the cause of this adverse event was that it was procedure related. Outcome of the adverse event as of (B)(6) 2023, it was planned to discharge the patient. Patient required extended hospitalization because of the adverse event as the patient was admitted to critical care unit (ccu) for telemetry and pericardial drain care. Relevant tests/laboratory data- within normal limits. Other relevant history- history of cva (septal to anteroseptal infarction), implantable cardioverter defibrillators (ICD) present. Transseptal puncture was performed with a baylis nrg needle. Prior to noting the cardiac tamponade, ablation was performed, some septal ablation was performed prior to transseptal. No evidence of steam pop. Effusion was noted post case, crna alerted physician to a low blood pressure (bp) after giving protamine to reverse heparin. Nominal settings were used for the irrigated catheter, 45w at 30ml/min. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, vector and visitag. Visitag module was used, parameters for stability used were 3mm, 3 s, 25% at 3g, 3mm. No additional filter used with the visitag, not resp gated